Manufacturer narrative:
Event date: this occurred on an unknown day in 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow issue with a one-link non-dehp microbore catheter extension set. This occurred during an unknown process step. It was stated there was problems infusing when using the stop cocks. There was no report of patient injury or medical intervention associated with this event. No additional information is available